Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was gradually fading. The reporter indicated that the pump battery was changed and the contrast was adjusted without the issue resolving. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was powered on and the display screen was noted to be dim and discolored. The pump display was replaced with a test display and the display issue resolved.